Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument would not close and the wheel kept popping off. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a broken input disk, specifically input disk #7, which was completely detached from the base of the housing. Additionally, the instrument was found to have a hairline crack on input disk #6. The complaint was confirmed based on failure analysis.